Event description:
It was reported that a patient underwent an unknown spinal procedure with rod and screw implantation. At an unknown time post-operatively, the patient was hospitalized after experiencing pain and it was reported that a revision surgery was performed. No additional information is known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for these devices did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.